Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was connected to the infusion set when customer inadvertently activated the fill tubing sequence. Customer received 28 units of insulin. Two hours after the event the customer's blood glucose was within range. With the advise from a healthcare provider, customer's blood glucose remained within range and customer was well.